Event description:
Pt was implanted with uss hardware at l4-s1 in 2007. Approximately one year post index procedure, the surgeon noted two broken rods; the pt was fused at this time. Surgeon monitored the pt for a 9 month period at which point a rapid onset of adjacent level disc disease was noted. Pt returned to operating room on (B)(6) 2012. The screws at l4 were removed and exchanged for larger screws along with 2 rods, 2 collars and 2 nuts. An additional 4 collars and 4 nuts were removed concomitantly to facilitate extension of the fusion construct. This is the 6th of 8 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Manufacturer narrative:
Two collars were received with this lot number. It cannot be determined which of the two is the complained device. Both collars were evaluated. Scratches on the bottom and on the outside diameter, top of the slot width is expanded and the outside diameter on the top of the slot area is expanded. This is not manufacture related. DHR review found no relevant issues that would result in this product complaint.